Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure, the surgeon has inserted the device and had been working for roughly an hour. He removed his hand to change gloves and reinserted his hand in the device. Upon reinsertion, the device tore. No patient consequence. Case completed with another device of the same product code. One device returning.